Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic when noise on the ventricular lead and slight amount on the atrial lead was noted at the same time. Egms indicated possible lead on lead abrasion. Atrial and ventricular lead revision was discussed. Patient was stable. No further information available.